Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent temperature alarms. Reportedly, customer has been unable to clear the alarms. Customer's blood glucose level was impacted (approximately 300-400 mg/dl), and customer had high levels of ketones. Customer has reverted to manual injections to stabilize blood glucose level and continue insulin therapy.